Event description:
It was reported the rigid video scope had an image problem. When plugged into the tower, everything was blank. However, when another device was plugged in, everything was fine. The issue occurred during preparation for use for a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
E2: health professional:n (no) and e3: occupation: -non-healthcare professional. Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The customer's allegation was not confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: distal fiber breakage, sides of the video connector have cracks and dents on the distal edge. Based on the results of the investigation. And since no image was not confirmed, during evaluation, the definitive root cause of the customer's reported issue could not be determined. It was determined, the malfunctions identified, during the device evaluation were, due to component failure. However, a definitive root cause could not be determined a device history review was completed and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the rigid video scope had an image problem. When plugged into the tower, everything was blank. However, when another device was plugged in, everything was fine. The issue occurred, during preparation for use, for a therapeutic procedure. There were no reports of patient harm.